Manufacturer narrative:
Retainer = black customer returned the insulin pump for alleged flashing display and unresponsive keypad found on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unresponsive keypad due to critical pump error (open book image) alarm. Successfully downloaded history and trace files using thump. A review of the downloaded history files reveals on (B)(6) 2021 at 18:28 the pump alarmed pump error 82. Device was cut open to perform visual inspection. Corrosion and moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. No damage or moisture damage noted on the keypad assembly, dome switches, and the keypad flex tail. Per global logic analysis: lcd error registered in bootloader, main and recovery applications, which resulted in 'open book' also data bus test failure and main app crc test failure registered in bootloader. Multiple mfda errors pump error 82 is motor power request timeout during mfda rewind. The open book error (open book image) alarm and pump error 82 alarm are confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2) and motor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. The open book error (open book image) alarm (flashing display) and pump error 82 alarm are confirmed due to moisture damage. Unresponsive keypad is unknown due to open book error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was beeping and screen was flashing. Customer did not report insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The device will be returned for analysis.